Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 17 (max motor on time exceeded during active operation) error message during a test performance on an unknown date. There was no patient involvement reported.